Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It as reported there was a speaker malfunction. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer sent the philips rse a picture of the "speaker malfunction" error that appeared when there was no sound emitted out from the device. Based upon the photo submission of the speaker malfunction provided by the caller, the rse ordered a 1 to 1 exchange. A philips field service engineer (fse) was dispatched onsite to provide an mx40 replacement. After the mx40 was replaced, the customer had no other issues. The faulty device was returned to the philips bench for further analysis. Results of the evaluation could not confirm the customer's allegation. The speaker produced sound. No further investigation or action is warranted at this time.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating a speaker malfunction, there was no sound coming from the device. The device was in use on patient at time of event, there was no adverse event reported.